Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend and patient. The caller reported that over the past 6 months, the stimulator was not doing the job it was supposed to do. Therefore, the doctor removed the implantable neurostimulator (ins) about a month prior to the report, but left the lead wires in place. The caller also stated that the patient was having muscle spasms since they were implanted in (B)(6) 2016. The caller was redirected to follow-up with the patient¿s healthcare provider regarding the muscle spasms. The patient was implanted for failed back surgery syndrome, cervical/neck, and spinal pain.